Manufacturer narrative:
(B)(4)

Event description:
The customer complained of an erroneous inr result on a coaguchek xs meter with serial number (B)(4). At 6:49 am the meter result was 1.0 inr. At 6:52 am the meter result was 8.0 inr. The customer did not have their treatment or medication changed based on the meter results. Two days later on (B)(6) 2018 the customer had a venous sample drawn at the doctor's office. Using a unknown type of meter at the doctor's office, the customer got a result of 5.5 inr. Based on the results at the doctor's office, the customer had their coumadin withheld for 2 days. The customer's therapeutic range is 2.2 - 3.0 inr. The customer has had no diet changes or no additional illnesses. The customer was not experiencing any unusual bleeding or bruising and is taking no new medications. The customer does not take any direct thrombin inhibitors, does not have antiphospholipid antibodies, and does not have lupus. There was no allegation of an adverse event. The customer's current condition was provided as okay. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 250322-21) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer has not returned any product. Since no product was returned, the investigation could not be completed. A specific root cause was not identified. No information was provided in the complaint that would point to a cause for the discrepant results.